Manufacturer narrative:
(B)(4). Batch # p91x5r. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the product was connected to the generator, the display showed the message "handpiece replacement", "error detected in the instrument," the sales representative, who was trained in this situation, performed the necessary procedures so that the handpiece would work again, but it was unsuccessful at the moment. Then the hand piece was forwarded to the distributor by the sales representative with 59 uses remaining. There was no damage to the patient, since it was tested before use on the patient.